Event description:
It was reported that during test stimulation, the physician did not manage to stimulate the patient. The patient only received electrical shocks during the testing. There was no patient injury, and the implant was aborted. The patient outcome was reported as "ok." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 3555-31 lot# 0205481841.

Manufacturer narrative:
Final device analysis for lead (unk lot) revealed no anomalies. Final device analysis for the multi-lead trialing cable revealed no anomalies as well.